Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via (B)(6) 2021 with their pacemaker in backup vvi mode. The pacemaker was restored on (B)(6) 2021 and the issue was resolved. The cause of the backup vvi was attributed to a cybersecurity update patch, which was downloaded successfully after normal device function was restored. There were no patient consequences.